Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod on the arm for between 4 and 24 hours. Symptoms reported include hyperglycemia and endocrine syndrome. The patient was treated corrections delivered via the pod and saline treatment at the hospital. The patient was released after 6 hours.